Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was reported that there was a delay on procedure, approximately 10 minutes but no additional or non-routine actions were taken. The delay was to get another attachment.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ the maximum specified service interval is 24 months. Device has been in use for approximately 45 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of attachment footed part was broken. It was reported that there was no patient involvement. Repair request escalated to a product event based on reason for return.